Event description:
It was reported that a spectrum pump alarmed upstream occlusion at the end of infusion completing. The event occurred during an unspecified process step at tower 6c. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Catalogue # - a partial product code of 35700 was provided. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.